Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) would not power on. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. Upon eval, the monitor would not power on. The cause of the monitor not powering on was due to a power supply failure of multiple components on the c/a board. The root cause of the defective components cannot be positively determined, but was likely due to a faulty pulse delivery from the capacitor. Since a pulse was inappropriately directed, the monitor experienced a catastrophic failure. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any problems with it.